Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-12256 and 12258. Note the patient's leads were placed occipital, off label use. It was reported the patient receives effective stimulation, however, one of the leads has eroded through the patient's skin. There are no signs of infection. It was reported one of the patient's leads were explanted. Note the patient has had 3 leads implanted and only one lead was explanted. It is unknown which lead was explanted, therefore all of the leads are being reported as explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.